Manufacturer narrative:
August 16, 2016 upon evaluation of the returned device, femoral trial is cracked, not broken as reported. This product was reported in error.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune trial broke.